Manufacturer narrative:
A supplemental MDR is being submitted, following the receipt of medical records and the subsequent completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B5, h6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A risk assessment was performed on the reported event. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post-procedure care. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. No inadequacies have been identified with regard to training or instructions related to warnings, precautions, potential adverse events, and the directions/conditions for the successful use of the device. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, structural valve deterioration/degradation, leading to hospitalization and the replacement of the device were confirmed, based on the medical record. The available information suggests patient factors (diabetes mellitus, esrd on hemodialysis, hyperlipidemia, etc.) Contributed to the reported event, as the listed co-morbidities are known factors that may increase the risk of valve calcification leading to early valve degeneration/deterioration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Event description:
As reported by the field clinical specialist, approximately 2 years 10 months following a transfemoral aortic valve replacement, the 23mm sapien 3 ultra valve was failing with mild halt, the patient started on apixaban, and the valve had degenerated, since starting dialysis. Follow-up communication was received stating the patient's symptoms included dyspnea, dizziness, and fatigue. The patient was hospitalized and underwent CT surgery consult for surgical aortic valve replacement, and it was later stated the physician was planning a valve-in-valve procedure. Per medical record, the (B)(6) 2024 tte showed ef 60-65%, bioprosthetic aortic valve seated properly. Peak/mean gradient across aortic valve is 87/51 mmhg with aortic valve area 0.5 cm2 with dimensionless index 0.2 this is consistent with severe aortic stenosis of tavr valve.

Event description:
As reported by the field clinical specialist, approximately 2 years 10 months following a transfemoral aortic valve replacement, the 23mm sapien 3 ultra valve was failing with mild halt, the patient started on apixaban, and the valve had degenerated, since starting dialysis. Follow-up communication was received stating the patient's symptoms included dyspnea, dizziness, and fatigue. The patient was hospitalized and underwent CT surgery consult for surgical aortic valve replacement, and it was later stated the physician was planning a valve-in-valve procedure.

Manufacturer narrative:
The investigation for this report is ongoing.